Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01949, 0001825034-2020-01950, 0001825034-2020-01951, 0001825034-2020-01952, 0001825034-2020-01954.

Event description:
It has been reported that during an investigation of circulated items, devices were identified as having debris in their sterile packages. No patients were involved. No additional information is available.

Event description:
Not reportable: the device evaluation found a malfunction, however no serious injury or harm to the patient reported for this event or prior events with same or similar products. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, d10, g4, h2, h3, h4, h6. Reported event was confirmed by visual evaluation of product/photographs. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event (debris outside of sterile packaging) is likely due to operator not following manufacturing instructions. The root cause of the reported event (foam and porous coating debris inside sterile packaging) is likely to be due to transit damage causing the foam packaging to become abraded and shed and the porous coating to shed from the implant. Visual inspection confirmed white debris within the sterile packaging. The insert has been damaged such that particles have become detached and float freely within the sterile packaging. The blister seal remains intact. Black debris was observed inside the pouch. No evidence of the black debris was found outside the pouch. The fiber in the attached photo is on the outside of the blister carton. The outer packaging is roughened through handling but no notable damage was observed. Evaluation of the returned product/photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging and the porous coating inside the sterile barrier. A hair-like fiber was found outside of the sterile packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The likely condition of the product when it left zimmer biomet was non-conforming to specification due to the hair-like fiber found outside of the sterile packaging. The device evaluation found a malfunction, however no serious injury or harm to the patient reported for this event or prior events with same or similar products. Not reportable: upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria. Event is no longer considered reportable, and initial report should be voided.